Event description:
The surgeon inserted the icm125v4 implantable collamer lens on (B)(6) 2012 and the patient experienced elevated iop associated with excessive vault. The lens was removed on (B)(6) 2012 and replaced with a shorter length and this resolved the problem.

Manufacturer narrative:
(B)(4) - intraocular pressure rise, (iopr), surgical procedure, secondary, lens, vaulting, excessive. (B)(4).